Manufacturer narrative:
Date received by manufacturer: 17jun2019. Date of report: 23jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. After 1 to 2 minutes of power on, unit power down by itself. The fse replaced the defective us membrane panel to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was not returned to failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/05/2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the unit turns off by itself. The device was not in use at the time of the reported event, and there was no patient involvement.